Event description:
Caller states that she obtained results of 285mg/dl and 144mg/dl within mins on the same device. No adverse event reported and no treatment provided. Customer did not have the device properly coded. No qcs were used. Requested return of suspect device and replacement was sent.